Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample a crease was observed in the anterior and extending to the posterior view. No other anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture and baker grade ii capsular contracture on the left side post-operatively. The rupture was confirmed by an MRI. As a result, the patient underwent bilateral device removal and replacement with 375cc mentor smooth round moderate plus profile breast implants, catalog number 3502375, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's right-sided device.